Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on october 29, 2025, with lot number 3110708. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed two openings assessed as surgical damage and fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced. Device has been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted and replaced. Device is in transit.